Event description:
Clinical study. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure, the patient returned with in-stent restenosis. The index procedure treated the 80% stenosed 6x25mm target lesion located in the proximal internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 4-9x30mm nexstent. Following post dilation with an unspecified device, the residual stenosis was 0%. One day post procedure, the patient was discharged with a stroke value of 0. The patient returned 399 days following the index procedure for a required 12 month ultrasound revealing a 65% restenosis of the target lesion. The resolution of the event is unknown at this time and the patient will continued to be observed. Per the physician, the relation of the device to the event was listed as "possible".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.